Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A faulty board had caused the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit, ¿would power on and operate for about a minute. After a minute of being on, all of the displays goes blank, all light-emitting diodes (leds) shut off, and the device squeals.¿ the event was observed during maintenance. This medical device report (MDR) is being submitted to capture the reportable malfunction of the front display turning off. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the high flow insufflation unit display turning off was likely from a defective main board. The specific root cause of the defective main board could not be determined at this time. Olympus will continue to monitor field performance for this device.